Event description:
Physician reported an infection after implantation with malar implants. Subsequently, device was explanted due to the infection. No culture was taken to identify the organism involved. (Implantech has requested add'l info, however no add'l info has been rec'd. The device was distributed to physician in (B)(6) 2012, so event would have occurred in 2012.)

Manufacturer narrative:
Method: reviewed device history records, sterilization records, and product labeling. Results: device history records review revealed no assignable cause for the reported event. The sterilization process was within specified parameters, and there have been no other reports of infection involving with this sterile lot. (Total of 142 products.) Product labeling addresses the possibility of infection.